Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure. During the procedure it was noted that the right ventricular lead led to pericardium perforation. The lead was replaced. The patient was stable.

Event description:
New information available on (B)(6) 2018 states that, a partial lead was explanted and returned.

Manufacturer narrative:
A partial lead with the connector pin measuring 12.3 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.